Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received info that the customer received multiple temp alarms. There was no impact to customer's blood glucose level.